Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was clicking and not powering on. A field service engineer replaced the drawer controller and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not powering on. The customer reported that the nurse had to access the medications from another source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.